Event description:
It was reported that pump experienced a malfunction alarm, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset pump, load cartridge, start continuous glucose monitor, and resume insulin delivery.